Manufacturer narrative:
As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation is required.

Event description:
It was reported that the patient experienced cycling issues with an inflatable penile prosthesis (ipp). The inflation was not easy as the pump often remain hard and could not be squeezed. The device could inflate when the lock out valve was reset, however the pump would not perform consistently, usually failing after one cycle. The pump did not stay flat and air was not suspected to be causing the problem. The physician and sales representative attempted to troubleshoot the device to no avail. The patient was provided with further device education however it was mentioned that the patient was well versed on how the ipp should work as he had a previous device. It was indicated that the patient would continue cycling the device daily to attempt to get the ipp to cycle more consistently over time. A revision surgery had not been performed and the patient did not experience any adverse events.